Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump had normal operating currents and passed self-test, a21 error test, rewind test, basic occlusion test and displacement test. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband called to report a motor error alarm and a no delivery alarm. The customer's blood glucose level was 600 mg/dl. The customer treated with a manual injection. The customer was able to rewind the device and the unit passed the displacement test. The customer found a bent cannula and stated that the dome sticker label was missing. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.